Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed that the right atrial (ra) lead was experiencing high capture threshold. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. The patient was stable.